Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an (B)(6) white male had impella cp pump inserted in the left common femoral for high risk percutaneous coronary intervention (hrpci). The patient had thrombus that was removed per aspiration catheter and a stent was placed post impella.